Event description:
After receiving breast implants I started to suffer from fatigue, chronic pain, brain fog, cognitive dysfunction, muscle pain, joint pain, hair loss, weight problems, inflammation, poor sleep, vision problems, low libido, difficulty swallowing, skin rashes, numbness and tingling in hands, fingers and feet, increased anxiety, and acid reflux. FDA safety report ID# (B)(4).